Event description:
The customer reported that after 14l had been processed during the procedure, the patient had tremors, fever, vomiting, tachypnea , tachycardia and cyanosis. Per the customer, the patient required medical assistance. The patient received antipyretics and intravenous dexamethasone. All blood cultures, aerobic and anaerobic catheter, saline, acd and the product collected were negative. To date, the customer is in good condition. Patient gender is not available at this time. The disposable set is not available for evaluation because the customer discarded it. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The symptoms and severity of the patient reaction were inconsistent with reactions to citrate and ethylene oxide. There have also been no other reports of similar patient reactions on this lot of disposables, other than the ones reported by this customer site. The disposable set was unavailable for return and investigation. The customer was using calcium gluconate during the procedure. This solution consisted of two blisters that were diluted with 250 cc of saline and was administered directly through the return line. This is per the customer's normal procedure. After the procedure, it was found that the calcium gluconate blisters that were being used during this procedure had been recalled by the regulatory body in argentina due to microbial contamination. Root cause: operator error of using recalled calcium gluconate. The calcium gluconate that was used during the procedure had microbial contamination.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.